Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The device shows no signs of use. Fluid has not been in the fluid line. Electrodes have not been used. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). Coagulation and plasma were generated as intended. There were no sparks or arcs observed during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up for an ent procedure, the evac 70 wand sparked when it was tested. There was a back-up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).